Manufacturer narrative:
(B)(4).

Event description:
The heatlhcare provider reported injecting evolysse smooth into the lip which was very painful. Over the next few weeks, lumps could be seen and felt in the lips. Three (3) months post injection, the product migrated past the lip line deforming the outline of the lips. It was reported that the product was dissolved.